Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the peeled glue and the tiny chip on the lens were traced to component failure, while the cause of the dirty forceps elevator could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had exhibited a dirty forceps elevator, peeled glue and tiny chips on the lens. There was no patient involvement.